Manufacturer narrative:
The system log files have been reviewed for the year of 2016 and there is no record of the iop pressure shown or recorded within the system log file. A review of the s.c.a.t. Test found the system meets specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective and/or preventative action is required, since there is no non-conformance. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.

Manufacturer narrative:
Additional information has been requested yet not received.

Event description:
A medical claim was received via our regulatory and legal team from the united kingdom stating that a patient received (combined phaco/floaterectomy) surgery using a stellaris. The claimant has asked for the pressured values used during surgery. The claim is that the patient has suffered increased iop subsequent from the surgery and that this may be attributed to raised pressure during surgery. The claim refers to surgery carried out in 2016.